Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported alarm - error codes/messages. Occlusion reached before min occlusion vol was infused. Logic board needs replaced. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault found on customer stated problem. A review of the device history record showed the device had a manufacture date of 09/23/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported alarm - error codes/messages. Occlusion reached before min occlusion vol was infused. Logic board needs replaced. There was no patient involvement.